Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, nnot provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab manager h4: device manufacture date: unknown due to unknown lot number the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved tr band 2 had a slow leak. When the staff went to remove air, there was none in there. An 18 ccs of air was put in the band and when it was time to remove the air there was only 3 ccs. The patient did not have any problems. There was no patient injury or medical/surgical intervention required. The patient was in stable condition. The event happened post-treatment. The event occurred post-treatment. Additional information was received on (B)(6) 2023: the patient was in stable condition and there was no bleeding or patient harm.

Manufacturer narrative:
This report is being submitted as a follow up no. 1 to correct the MFR report number that was submitted on follow up no. 1, MDR 1118880-2023-00186 on 21 jul 2023. The MFR report number should have been 1118880-2023-00168. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).